Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 105095), is related to case with patient identifier (B)(6) (test strip lot number 104694).

Event description:
It was reported the patient received the following results within 15 minutes: 192 mg/dl, 95 mg/dl, and 118 mg/dl. The patient used a test strip from a different vial for each test. It is unknown which test strip vial was used for each result. The patient used 2 test strip vials from lot number (105095) and 1 test strip vial from lot number (104694).